Event description:
It was reported that this right atrial lead was repositioned due to perforation in the heart wall. Perforation was confirmed by x-ray and fluoroscopic evaluation. No additional adverse patient effects were reported.